Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed power on reset events. The pump was returned with a crack in the battery compartment from the threads to the left side of the grip pad to the seal. The power complaint was duplicated during the investigation. The battery cap was tightened and unscrewed a half turn leading the pump to reboot. A replace battery alarm was emitted after the verify screen was confirmed. A leak was found in the battery compartment, and at the top right corner between the display lens and the pump seal. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, moisture was found in the battery compartment and behind the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power with a damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.